Event description:
A consumer reported that following intraocular lens (iol) implant surgery, the "corner of lens was causing glare". The lens was exchanged for another model lens. However, with the replacement lens, her vision was blurred, "like a haze over it". She also stated that her surgeon does not know why her eye is not healing faster. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with these events. This report is for the initial lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot #. At the consumer's request, the surgeon was not contacted.